Event description:
Notice of revision surgery due to pain and stiffness in pt's left knee. Pt has been working in his garden, took a step backwards and felt a "pop" in his left knee. About a week later, pt started having increased pain and stiffness in his left knee.